Event description:
St. Jude medical, daig division has rec'd info regarding an angio-seal event in which hemostasis was not achieved and a pressure bandage applied. The angio-seal device was successfully removed from the pt in 2000. It was reported that the pt is recovering. St. Jude medical, daig division is still in the process of obtaining add'l info regarding this event.